Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The affiliate reported via email the scrub nurse called jnj rep after the case and informed rep that the screw had snapped while inserting the screw into the femur. The surgeon was using the correct driver for the case. Rep was not present during the case. Action taken: 7x23mm screw used. Three minute delay to procedure. No ae to patient. Additional information received via email from the affiliate on 7-3-17: type of procedure was soft tissue graft to femur fixation for patellofemoral alignment. The screw broke mid screw. It is believed there was the tip of the screw the surgeon couldn't remove. The procedure was completed by using a 7x23mm screw. Same tunnel was used to complete the procedure.